Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 6.1 had an error. Field service engineer fixed the drawer error remotely upon which main 2 row d showed up off the bus. So, field service engineer went onsite and understood that the foil and debris from drawer/trays led to the issue. Removed foil and debris and reseated all cable connections to main 2 to resolve the issue and additionally replaced the silicone keyboard cover as well. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system had a drawer failure. The cubie would not open. The error encountered by customer was "failed to stay closed". The customer rebooted to attempt to recover and that did not resolve the issue. The customer reported that the user was able to remove the medication from another station. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to reseat all cable connections . A field service engineer removed foil and debris from drawer/trays and reseated all cable connections. The system functioned as intended.